Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump assembly. The device was evaluated upon receipt. Noise emitting from circulation pump. Replaced circulation pump motor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed received the arctic sun device because the circulation pump was making excessive amount of noise, had them start the unit and they could hear a rumbling noise over the phone, the unit was running in bypass with only the fluid delivery line (fdl) connected and flow rate (fr) was 1.9 lpm, inlet pressure (ip) was -7.7 psi , circulation pump command (cpc) was 64 %. They said it was just received back from the depot in (B)(6) for the 2000-hour preventive maintenance, coming back under warranty.